Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that the "replace battery now" message was displayed on his one touch ultra2 meter. He only has had the meter for 2 months and claimed that there has been no trauma to the meter. The patient usually tests 4 times per day (before meals and before bed) and takes humalog (before breakfast and evening) an humalin (before bed); the insulin dosages vary from a total of 23-25 units on a daily basis. His last successful test was at 7am three months earlier, and then the battery indicator message first appeared later the same day when he attempted to test on the meter. Since the power issue started, the patient had been taking a total of 23 units of insulin for the day. Three days after the power issue started, the patient reported having a "hypo" event on the event day (7pm). At the time of concern, the patient had symptoms of shaking and dizziness. He did not attempt to test on his meter at the time because the meter displayed the battery indicator message three days earlier. He stated that he "realized that he was "hypo" so he drank "lucozade," an energy drink containing glucose syrup. Within 10-15 minutes, the patient felt better. During troubleshooting, the customer care advocate asked the patient to remove and reseat the battery. The meter briefly turned on, but would turn off before the auto shutoff time. The power issue was not resolved with troubleshooting. This complaint is being reported because the patient alleges, he was unable to test on his meter for three days and then suffered a hypoglycemic event. The meter, test strips, and control solution were replaced.